Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on charged coupled device unit, a noise image occurs. Adhesive around objective lens has wear. Adhesive around light guide lens has discoloration. Forceps elevator has foreign material. Forceps elevator-wire is completely cut off. The adhesive on bending section rubber is detached. Due to the wear of angle wire, bending angle in down direction does not meet the standard value. Due to the wear of angle wire, bending angle in left direction does not meet the standard value. Due to the wear of angle wire, the play of up/down knob is out of the standard value. Switch button 3 has a cut. Universal cord has buckling. The scope cover unit has a scratch. Light guide-cover glass has corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus on behalf of customer, the duodenovideoscope forceps elevator wire was completely cut off. The issue was found during maintenance. Inspection and testing of the returned device found forceps elevator had yellowish brown foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed because the device was not reprocessed properly due to malfunction of the forceps elevator caused by breakage of the knob wire (k-wire). Additionally, the strands of the k-wire snapped due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire was raised resulting from repeated reprocessing around the forceps elevator or attachment/detachment of distal cover. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.